Manufacturer narrative:
Initial reporter city: citywest business park, co. Dublin. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume intermates underinfused; further described as ¿not fully infused over 150 minutes as prescribed¿. This was observed during patient infusion. The devices were filled with vancomycin 120mg in 125ml sodium chloride 0.9%. A device was left on for a further 30 minutes and had still not fully infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) actual device and a photograph were received for evaluation. The photograph showed fluid inside the bladder which suggested an underinfusion may have occurred. The actual sample was visually inspected with the naked eye and showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the results were found to be within the product specification range. The returned sample was determined to be conforming product. The reported condition was verified via photo analysis for one sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Correction to b5: the affected product was one (1), previously submitted as two (2). H10: should additional relevant information become available, a supplemental report will be submitted.